Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from sweden, this valve model 3300tfx23 mm, was explanted from the aortic position four (4) days after the implantation due to incomplete coaptation of one of the leaflets, which led into regurgitation and stenosis. As reported, during the explantation, no abnormalities were found around the prosthesis, however when inspecting the valve, folds were noted on 2 of the 3 cusps, and the cusp corresponding to the leaflet that did not coaptate completely, was also harder and rough on the surface. A 23 mm bioprosthetic valve was implanted in replacement.